Manufacturer narrative:
Internal complaint number: case-(B)(4).

Event description:
It was reported that, after a tkr surgery performed on (B)(6) 2023 in where a journey ii bcs femoral, journey tibial, journey ii bcs insert, genesis ii patella where implanted, a revision surgery was performed due to infection on (B)(6) 2023. The insert was exchanged to journey ii bcs. The femoral component, tibial baseplate and patella component were remained. The surgeon doesn't think products failure. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the insert was not returned for evaluation; therefore, a device analysis could not be performed. The baseplate, patella and femoral component remain in the patient. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For all the devices, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the insert or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.